Event description:
Philips received a complaint by the customer on the v60 indicating that the battery frequently triggered alarms during use. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the battery frequently triggered alarms during use. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the serial number (sn) of the device that is associated with this case is sn (B)(6). The authorized service provider (asp) engineer stated that the battery failed, and the battery failed alarm tones were continuous; the device was swapped out for another v60. The asp engineer also noted that the defective battery was more than 5 years old based on the date of manufacturing. Per v60 service manual: recommended replacement every 5 years based on the date of manufacture recorded on the battery label. The asp engineer asked the hospital equipment department to test the device, and the issue was confirmed. The hospital asked the customer to replace the battery, and after the battery was replaced, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.